Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the esg-400 displayed error code e433 (internal software or hardware error) and automatically restarted. The foot switch, single, for, esg-400 was disconnected, and the error code was cleared. There were no reports of patient harm.